Manufacturer narrative:
Concomitant medical products: product ID 5076-52, implanted: (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead integrity warning was triggered due to oversensing of non-sustained episodes. Noise was also noted. Additionally, there was undersensing on the 2nd right ventricular (rv) lead and diminished r-waves were reported. Both rv leads were explanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead integrity warning was triggered due to oversensing of non-sustained episodes. Noise was also noted. Additionally, there was undersensing on the 2nd right ventricular (rv) lead and diminished r-waves were reported. Both rv leads were explanted and a new lead was implanted. No patient complications have been reported as a result of this event. The second right ventricular (rv) lead was returned due to associated device. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.